Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted to inform the manufacturer that their stimulator(s) have been removed, because they were not doing anything, they had not had an implanted stimulator for about a year. The patient said they got a second opinion and found out the left one was not working at all. The patient said they are now going with bulkamid shots.